Event description:
The dr was not able to pass the iab over the 0.030" guidewire. The iab and guidewire were not returned to datascope for eval. They were discarded by the facility. Event complications: unknown-reported 2/6/98. Pt's current status: unk-rpt'd 2/6/98.